Event description:
It was reported that this right ventricular (rv) lead had pacing failure after implantation and also exhibited high pacing thresholds. In addition, the physician believes that it was due to dislodgement. This lead was surgically revise. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had pacing failure after implantation and also exhibited high pacing thresholds. In addition, the physician believes that it was due to dislodgement. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.